Event description:
It was reported that a request was made to review stored therapy episodes for this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the data and noted that the device appropriately delivered anti-tachycardia pacing (atp) therapy for ventricular fibrillation (vf). The atp therapy induced atrial fibrillation (af) concurrent with the ongoing vf. Subsequent shocks successfully terminated both arrhythmias. It was further noted that the device had a stored episode of pacemaker mediated tachycardia (pmt) which had been successfully terminated by the algorithm. Ts noted the device appeared to be operating as programmed and the findings were reviewed with the physician. This device remains in service. No additional adverse patient effects were reported.